Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/11/2015. The fse found that quick disconnect qd7 was loose and was leaking. The fse tightened the quick disconnect, which repaired the leak and the aspiration errors. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The instrument was also generating aspiration errors when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.